Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a communicator and an implantable cardioverter defibrillator (ICD) triggered a red call doctor icon and an unreported yellow sending wave. The specific cause for these alerts has not been determined yet. The ICD remains in service. No adverse patient effects were reported.